Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that after surgery the surgeon needed to place a chest drain. The surgeon realized before placing the chest drain that the drain did not have any holes at the end of drain tubing. There was no harm to the patient.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample without original package or lot number was received for the evaluation. After performing a visual inspection, the sample received does not correspond to the component manufactured by cardinal health manufacturing plant. The reported condition could not be confirmed due to the physical sample received does not correspond to the code reported. No corrective actions are deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.